Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of his son (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump required add'l presses of the ok button in order to respond. The reporter denied that the pump was exposed to water or cleaning products. Based on the info provided, this complaint is being reported due to the allegation that the ok button required multiple presses in order for the pump to respond. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump was returned to animas and evaluated. The pump rebooted to the 'verify' screen with functional auditory and vibratory alarms. The pump was found to be intermittently responding to contrast, up, down, and ok button presses. The pump was unresponsive to bolus button presses. The keypad was removed and contamination was found under all button contacts.